Event description:
Re rollator walker hct-9123, this rolling walker has hard plastic tires which provide no traction on any smooth surface of short nap carpet, rugs. Walker easily slides sideways due to no traction, and brakes are useless because the locked tires slide effortlessly. Poses a grave fall hazard to people w walking problems. I contacted MFR (no phone, just e mail contact) about replacing the plastic tires w rubber. They promise response w in 24 hours, am now approaching 336 hours w no response.

Event description:
Additional information received on 9/30/2025 for report mw5175142 to correct manufacturer.